Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a message to check the right ventricular (rv) lead during a normal interrogation. A review of the daily measurements found one shocking impedance measurement below 20 ohms. All other lead diagnostic measurements are in normal range. This patient has had mostly atrial tachy response (atr) episodes recorded along with some non-sustained ventricular tachycardia (vt) but all the episodes were appropriate; no noise has been observed. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted and a ts consultant discussed troubleshooting that could be performed to test the system¿s integrity. At this time, the ICD and rv lead remain implanted and in service.

Event description:
Additional information was received that the patient has been seen again and the shock impedance measurements have remained within normal range. The one below 20 ohms measurement that was observed previously has not been able to be duplicated. No further testing has been performed and the ICD and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.